Manufacturer narrative:
The devices associated with this report were not returned. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Depuy (B)(4) reviewed the sterile certifications for the product code / lots provided and found no deviations or anomalies and all devices were certified sterile prior to release for distribution. A search of the complaint database found no prior reports for infection for all the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for infection after (B)(6) 2010 revision surgery.